Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient was implanted with six bone anchor plates and an unknown quantity of 6 mm self-drilling matrix midface screws on (B)(6) 2014. On an unknown date one of the plates, located in the mandible, broke. It was reported that the head of the plate had broken off. Elastic had been used only for a few days. On (B)(6) 2014, a revision procedure was performed to address the broken plate head so treatment could be continued without removing the plate. The surgeon created a temporary solution by milling the plate to make a hook and attached etched plastic dental material to the broken end of the plate. This enabled treatment, which involves pulling/drawing the plate by elastic, to continue. The plastic attachment had been changed twice during the summer of 2014 due to failure. During a follow up exam on (B)(6) 2014, the provisional attachment was determined to be working fine. The other five bone anchor plates are reported to be working correctly with no breakage reported. This complaint addresses the broken plate and the initial procedures performed to address it. A revision surgery was determined to be necessary as a permanent solution to address the broken plate and is addressed in related complaint ((B)(4)). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. The date when the subject plate broke is unclear. The plate may have broken on (B)(6) 2014¿the same date the first revision procedure was performed, but additional clarification was not provided. This product is manufactured in the USA but for export only and is similar to part number 04.503.226.01 ti matrixmidface screw self-drilling 6mm, common name¿bone plate. Quantity of screws is unknown. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4) although there is no report of a product malfunction, this device cannot be disassociated from the reported adverse event. The reported event requires medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: received 3 unknown screws, not known, which of them was involved in the breakage, therefore this summary is for both as they are all intact. For the unknown screws: the visual investigation of the screws has shown some small scratches at the head. No other damages are visible. Article: 04.500.013 lot. 7432188, our investigation of the returned plate has shown that a part is broken off. The plate shows scratches at the whole part. Unfortunately we are not able to determine the exact cause which has led to this breakage, it is likely, that a mechanical overload situation has led to this damage, or the implant was bent in different directions. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.